Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose level was 354 mg/dl. Reportedly, the customer changed the cartridge and infusion set to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose level was 354 mg/dl. Reportedly, the customer changed the cartridge and infusion set to resolve the issue.